Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits was reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported that the adc sensor detached prematurely and was issued a replacement. Due to a delivery delay, the customer did not have a device to monitor glucose and experienced symptoms of high blood sugar and thirstiness. The customer had contact with a healthcare professional who provided unspecified treatment, however, no additional details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported that the adc sensor detached prematurely and was issued a replacement. Due to a delivery delay, the customer did not have a device to monitor glucose and experienced symptoms of high blood sugar and thirstiness. The customer had contact with a healthcare professional who provided unspecified treatment, however, no additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.